Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the battery gauge was fluctuating resulting in pump shutdown. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value due to malfunction alarm interrupted therapy. A correction bolus was delivered to address bg. Customer is using a back up insulin pump to continue therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.